Event description:
One endeavor rx drug-eluting stent was implanted to the mid lad (MFR# 2953200-2009-00870), as treatment of target lesion. One endeavor rx drug-eluting stent was implanted to the mid lad (overlapping), as treatment of complication/dissection/bailout. One endeavor rx drug-eluting stent was implanted to the distal lad (MFR# 2953200-2010-02389). Pt was asymptomatic / free of symptoms at 30 day and six month f/u. A ptca revascularization of the proximal lad was carried out approx 4 months following index procedure. One endeavor sprint rx drug-eluting stent was implanted. Investigator indicated that event was not related to the study stent. A suspected mi occurred during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi.

Manufacturer narrative:
(B)(4). Eval: results: (myocardial infarction).